Event description:
It was reported that there was redness and skin peeling over the incision at the battery site. This occurred post-operative. There was no alleged product issue. Actions required as a result of the event was medical intervention and po (oral) antibiotics were given. Patient status at the time of the report was alive, no injury. There were patient symptoms or complications associated with the event. This included an infection at the pocket, unknown the type of infection. It was unknown if a culture was taken, but antibiotic treatment was necessary. It was not specified the date of onset/diagnosis of the infection. There was also pain and redness. The location of the issue or symptom was at the device pocket. Further information regarding the infection and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product/(s): product ID: 39565-65, lot# va0j1vf020, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).